Manufacturer narrative:
Submission date of this report: 1/23/1998. Lab comments: evaluation:(1/6/1998) a knot is noted at bolus end, approx 8" above distal tip in tubing stylet protruding from tubing approx 1" above bolus. Upon visual receipt inspection bloody, dark brown substance noted over entire length of tube. No functional tubing performed due to nature of complaint. Comments:(1/6/1998) unable to determine why stylet protruding from tube.